Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedance. It was confirmed that the lead had dislodged. The lead was attempted to be repositioned, but the physician was unable to fixate the lead due to the helix being covered with tissues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned in segments. The distal segment of the lead had a stylet inserted in the distal conductor. If information is provided in the future, a supplemental report will be issued.